Event description:
Surgeon inserted foley catheter prior to surgery and foley was inflated without problems. Post-surgery, surgeon attempted to deflate foley balloon but balloon would not deflate. Tubing was cut in an attempt to deflate balloon. Speculum was inserted to plan for a cystoscopy and foley came out with the balloon inflated. Surgeon used cystoscope to check for any apparent injury. No injury apparent.